Event description:
Diprivan hung, infusing at 5ml/hr. Pump began alarming, signifying "high flow". However, free IV flow continued. Pt received approx. 10 ml diprivan in less than one minute. Pt was immediately sedated. Pt was on ventilator prior to and during event. Pt sustained slight drop in blood pressure, heart rhythm and respiratory status unchanged. IV discontinued until pt awoke from sedation and vital signs stable. 50ml/vial.